Event description:
It was reported the patient never had therapeutic effect. The patient had a bowel movement whenever they urinated. Two days later, the patient¿s system was explanted due to infection. The patient was shaking and had chills, fever of 103 degrees, cellulitis at the pocket site, and drainage from the pocket site. The cause of the infection was thought to be the patient entering a hot tub when instructed not to. Following the explant, the patient still had a fever and elevated white blood cell count of twenty. Perioperative antibiotics were prescribed. Six days later, the patient was doing fine and the infection had resolved. Replacement was desired, but not yet scheduled.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va0qq37,implanted: (B)(6) 2015, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3093-33, lot# va0qq37, implanted: (B)(6) 2015, product type: lead. (B)(4).